Manufacturer narrative:
On 12th november 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. The sensor was received for further investigation. Upon inspection, a small portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint. In-house testing of the sensor's long-end functional test data was inconclusive due to insufficient hydrogel coverage over the optics. The short-end channels showed optical instability. A review of in vivo sensor glucose data showed occasional glucose variability and sg/bg mismatch. In-vivo raw sensor data revealed optical instability in all sensing areas. The user reported arm and leg injuries following impact from an 8-foot retaining wall and was prescribed doxycycline from 10/22/2025 through 10/29/2025. As optical instability was observed prior to the reported incident, it is unlikely that the event contributed to the observed inaccuracies. Visual inspection of the returned sensor further revealed delamination of internal sensor components, which was identified as the likely cause of optical instability. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 10 feb 2026. G3. Date received by the manufacturer? 10 feb 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.